Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization 25mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with a manual injection. The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 40, blood glucose reading 70mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. No additional information was provided. Customer's blood glucose level at the time of the call 120mg/dl. No additional information was provided.